Event description:
It was reported that the arthrowand was sent to the facility without a tip and it "does not have a hook." The device was never used.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The complaint device was returned to sss in its original sealed packaging. Upon inspection, the device was noted to be missing the hooked tip. The root cause of the missing tip is unknown. However, the device was likely to have been subjected to an external force causing the fracture of the tip component. Possible root causes are limited to mishandling at some point prior to its packaging. Since the device was processed and distributed in its current condition, re-training will be conducted for all open-but-unused personnel responsible for the inspection of product. This is the first complaint for an open-but-unused arthrowand that sss has received.